Event description:
While fixating the acetabular shell, the acetabular bone screw broke.

Manufacturer narrative:
The device was not returned for evaluation. A review of the device history records showed that no material property, mechanical, or dimensional discrepancies.